Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin use. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use.